Event description:
Clinic notes were received indicating that the vns patient had been having difficulty raising his left arm since being implanted with the device. It was noted that the patient was not experiencing any pain or discomfort from the device. Attempts for additional relevant information have been unsuccessful to date.